Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump display screen was blank. Customer stated they were changing their insertion site when the device went blank and they changed the infusion set shortly thereafter. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 190 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test and off no power test. No blank display was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked belt clip slot, a missing end cap sticker and a cracked reservoir tube window.